Event description:
It was reported that during a follow up in clinic, post paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted and determined the pptwos was due to fusional beats. The device was reprogrammed to resolve the event. The patient was in stable condition.